Manufacturer narrative:
Batch review performed on 09 march 2018; lot 155664: (B)(4) items manufactured and released on 26 jan 2016. Expiration date: 2021-01-12 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 40 size s - 4 reference 01.29.212 (k112115) lot 124375: (B)(4) items manufactured and released on 17 jan 2013 expiration date: 2017-12-31 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been sold without any similar reported event.

Event description:
Medacta international was informed on (B)(6) 2018 by the sales agent that the patient came in due to signs of infection. The pathogen is unavailable. The surgeon removed on (B)(6) 2018 implants and implant a spacer. The surgery was completed successfully.